Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. The hyperglycemia began following a supply change, and a period where insulin delivery was paused by the user for approximately 7 hours. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was likely caused by a failed infusion set or some other failure along the fluid pathway as well as the prolonged period without insulin delivery when dosing was paused by the user. Having the device volume set to "low" and then "off" during the event contributed to the severity of the event.

Event description:
On 10/7/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 10/7/24. The cds reported that user was hospitalized with dka after apparent device mismanagement, announcing meals late or not at all, infusion set issues, and a lack of ketone monitoring. Attempts to discuss lowering the daytime target with user were unsuccessful, as they disconnected calls or did not respond to follow-up communication. The user's grandmother expressed difficulty in managing adherence, noting that user sometimes removes their pump during football and has limited her access to their data. On 10/11/24 an ilet contract trainer confirmed that the user was discharged, and adjustments were made to their ilet target settings. However, concerns remain regarding user's consistent device use and ketone monitoring. The user is using the convatec inset (23", 6mm) teflon infusion set. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.